Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer passed away at a lake house. The caller stated that the customer was gone a few days by the time he was found. The doctor stated that the cause of death was diabetic ketoacidosis. The caller did not know the customer's blood glucose at the time of death. The last recorded blood glucose value was 151 mg/dl on the evening of (B)(6) 2016. The customer was not wearing the insulin pump at the time of death. The caller did not know how long the insulin pump had been disconnected prior to death. When the customer was found he was not wearing the insulin pump. The customer was using sensors but was not wearing one when found. The caller agreed returning the insulin pump for analysis.